Event description:
It was reported that during a vats lobectomy procedure, after the device was reloaded into an scw45 and fired, some of the staples on one side did not come out. The pt had unexpected bleeding of 500ml. The surgeon added hand sewing to complete the case. The pt is now doing fine.